Event description:
Initial information was received from a law firm on behalf of a consumer on (B)(6) 2010. A female consumer received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and expiration date unknown) into her right temple by a nurse on (B)(6) 2010. Immediately following the injection, she experienced severe pain and required emergency transport to the hospital. She experienced "serious eye injuries" and the vision in the consumer's right eye was reported to be severely compromised and her prognosis was unknown. She was transferred to an eye infirmary where she is currently being followed by eye specialists. No further relevant information was reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: although a casual relationship of sculptra to the events can not be excluded based on the temporal relation, additional information would be needed for further assessment, including medical confirmation of the events and diagnosis other than vision impairment by the ophthalmologist, relevant systemic and ophthalmologic medical history, concomitant medications, indication, dose and technique used for poly-l-lactic acid administration, corrective treatment and event outcomes.